Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked when the patient accidentally sat on the device, and a replacement was provided. Symptoms included no reported blood glucose issues. Outcomes included no reported clinical impact and no alarms. Investigation included a review of the event and assessment of device function based on user report. Investigation of this device revealed physical damage to the screen consistent with external force, with no evidence of functional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.